Event description:
Pt complained of pain in knee some time after total knee replacement. Dr arthroscopicaly removed screw and then determined tibial insert was loose. He then made small incision and inserted new screw.